Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval?: yes. D10: returned to manufacturer on: 7/13/2021. H6: investigation: customer returned (50) open 6mm, 31g relion pen needles without the tear drop label or inner shield in the shelf carton from lot # 0140338 along with (1) lanuts pen and (1) lilly pen. Customer states that the pen needles do not fit on the insulin pen and are difficult to pull off once the injection is completed. Thirty out of 50 returned pen needles were tested and all were able to properly and securely attach and properly and easily detach from a pen without any observed defects. DHR was reviewed for lot# 0140338 and no qn found. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that 2 bd pn relion 31g x 6mm 3b tw needles were difficult to operate or the needle did not detach. The following information was provided by the initial reporter :   it was reported by the consumer the pen needles do not fit on the insulin pen and are difficult to pull off once the injection is completed.   Date of event: unknown. Samples: yes.

Manufacturer narrative:
Date of event: unknown. A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd pn relion 31g x 6mm 3b tw needles were difficult to operate or the needle did not detach. The following information was provided by the initial reporter :   it was reported by the consumer the pen needles do not fit on the insulin pen and are difficult to pull off once the injection is completed.   Date of event : unknown. Samples : yes.